Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alleging possible under delivery and customer experienced hyperglycemia. The customer blood glucose level was 300 mg/dl at the time of incident. Customer experienced symptom such as nausea and headache. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump was on auto mode at the time of incident. Customer performed high pressure test and test result was yes and customer again performed test however test result was no. The insulin pump and reservoir will not be returned for analysis.